Event description:
It was reported that there was an impedance spike on the right ventricular (rv) lead that triggered an alert. Pocket manipulation did not cause any changes in the impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d204drm implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013; product ID 4076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).